Event description:
The customer called and reported that the insulin pump was dropped in water for what the customer described as less than a second. There was reportedly fluid under the lcd display and the device stopped working. Customer's blood glucose was not known. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. Corrosion was found at the electronic assembly per our visual inspection. The insulin pump has cracked case at the display window corners, battery tube threads, minor scratched display window and missing end cap sticker.